Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a hearing decline with the device in (B)(6) 2026. The user has been re-implanted.